Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh resection on (B)(6) 2013, along with anterior repair due to dyspareunia & cystocele.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and (B)(6) 2002 in order to treat stress urinary incontinence and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh unraveling and erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p and colporrhaphy due to sui, cystocele, rectocele and hypermobile urethra.